Event description:
Patient was revised due to pain. Osteolysis and poly wear were present.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes, since their release for distribution during 1995. The investigation could not verify or identify an evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since may of 2001.